Event description:
It was reported that when an asymptomatic patient presented in clinic following a patient notifier, post-paced t-wave oversensing on the ventricular lead was observed on a stored egm. The device was reprogrammed. The patient remained asymptomatic.